Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old female with acute myocardial infarction and cardiogenic shock was supported with an impella cpvia left femoral percutaneous access. During ICU course, the patient remained in refractory cardiogenic shock with rising lactate and decreased urine output, requiring emergent va ECMO cannulation. The clinical course was complicated by significant bleeding at the impella and venous pacer access sites, requiring multiple dressing changes and transfusion of at least 3 units prbcs and 1 unit platelets, with contributory factors including coagulopathy, antithrombotic therapy (heparin, integrillin), and temporary interruption of anticoagulation due to concern for hit. Additional reports included suspected gi bleeding versus ischemic bowel, limb ischemia identified by loss of pulses following repositioning, and ongoing hemodynamic instability. The patient exhibited a change in neurological status, and a subsequent CT scan reportedly showed no acute findings; however, the clinical event was classified as an embolic cva/stroke. Anticoagulation monitoring was performed via anti-xa (reported value 0.56). Echo confirmed appropriate device placement at the time of the event. The impella device was not removed due to a malfunction and no device failure was identified. The device was explanted and final outcome is pending. The impella cp functioned as intended with no reported device malfunction, and the relationship of the reported adverse events, including stroke and bleeding, to the device remains unknown. The reported event includes major bleed, hemostasis management. These complications are consistent with the patient¿s critical illness, the presence of multiple invasive cannulation sites increase bleeding risk. The event of ischemia may be influenced by patient specific factors such as underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.